Manufacturer narrative:
The lot number was not available when the initial medwatch was submitted. The lot number is 5528. The device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as dec 12, 2013. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power therefore would not function. It was also observed that the electric motor/electronic control unit did not function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The serial number was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified pediatric surgical procedure, it was observed that the electric pen drive device would not operate. There were no delays to the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.